Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article/literature was received entitled "impact of femoral stem design on failure after anterior approach total hip arthroplasty¿. Update 18 sep 2019. ¿impact of femoral stem design on failure after anterior approach total hip arthroplasty¿ was reviewed for MDR reportability. The retrospective study followed 1120 consecutive patients who underwent direct anterior total hip arthroplasty by 2 surgeons. There were 13 different stems utilized, 6 were designs by depuy. The manufacturer of the cement, acetabular cups, and acetabular liners is unknown. It is noted specific patient identifiers nor specific revision information was provided. The following adverse events were noted: 1. Tri-lock stem loosening. 2. Cemented summit stem loosening at an unknown interface. 3. S-rom stem loosening and post-operative canal perforation. It is noted the following complications were noted intra-operatively or within 90 days of the primary operation. However, except for depuy stems involved with cases of loosening, they will not be captured on the complaint at this time as the article does not specify the manufacturer of the products. Complications include: 10 calcar fractures, 1 greater trochanter fracture, 3 hematomas, 2 dislocations, 2 superficial, and 1 deep infection. Nine patients underwent revision: 5 for aseptic femoral loosening, 1 for periprosthetic joint infection, 1 for dislocation, 1 for hip flexor irritation, and 1 for a damaged polyethylene liner.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> null, device history batch ==> null, device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.